Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were broken/removed from on bottom case and plunger assembly. Device was chipped out on both front corner of top case also cracked on right plunger case and battery door. Check syringe plunger sensor - no force sensor error was found in error history log. Power up process performed. Check syringe plunger sensor was found at power up. Flippers were found intermittently stuck when plunger lever was pressed and released. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 5 years old. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Actions/repairs were done to correct the reported issue: replaced left plunger case. Performed preventative maintenance and all functional testing.

Event description:
It was reported that force sensor test error occurred and after replacing plunger board. No patient injury was reported.